Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 12 september 2019 for MDR reportability. On (B)(6) 2017, the patient underwent total right knee arthroplasty due to osteoarthrosis and pain. It was noted the patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system. Competitor cement was implanted in the procedure. On (B)(6) 2018, the patient underwent stage 1 revision with antibiotic spacer, to the right knee revision due to tibial loosening, infection, osteomyelitis to femur, tibia, patella, and synovitis. The surgeon reported the femoral component was well fixed. He indicated the tibial component was loose with not much bonding at the tibial/cement interface. There were no complaints against the patella, though it was revised. The surgeon reported the removal of osteomyelitic bone. The surgeon reported no intraoperative complications and the patient was transferred to recovery in excellent condition. Unknown components were implanted in the procedure. Doi: (B)(6) 2017. Dor: on (B)(6) 2018. (Rt knee).